Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted/ explanted: unk. (B)(4).

Event description:
The patient recovered from a pump replacement procedure performed on (B)(6) 2012, however later presented with similar symptoms again on (B)(6) 2012 (please refer to MFR report # 3007566237-2012-00212 in regards to previous event leading up to the (B)(6) 2012 device replacement procedure). The patient required further evaluation and treatment for a possible recurrent device failure. The patient experienced increased spasticity. The cause of the event was due to a disconnection of the pump and catheter. A chest x-ray (cxr) and kidney, ureters, and bladder (kub) scan revealed no discontinuity on (B)(6) 2012. On (B)(6) 2012, the catheter was re-connected; and the pump was repositioned and reprogrammed. The patient was without injury. Additional information later received noted that he pump pouch had detached from the wound, and collected in the bottom of the wound. Cerebrospinal fluid leaked into the pouch and "increased size markedly". The patient experienced pruritus and increased stiffness due to a lack of flow to the intrathecal space which suggested withdrawal. Expansion of the pump pocket occurred, and the pump migrated downward. The patient required hospitalization. Pocket aspiration occurred on (B)(6) 2012 and (B)(6) 2012; and no growth was indicated. The device pouch was revised at the time of the surgical re-exploration on (B)(6) 2012. The patient recovered without sequelae. The drug administered via the pump was indicated as being lioresal.